Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to the patient no longer received benefit from the device and requiring mris. It is unknown if there are plans to reimplant the patient as of the date of this report.